Manufacturer narrative:
(B)(4). Study title: the role of quality control software in peritoneal dialysis center continuous quality improvement (cqi). Type of study: observational, investigator initiated non-baxter study ¿ ¿the role of quality control software in peritoneal dialysis center continuous quality improvement.¿ protocol number: (B)(4) . Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. Diagnostic and treatment information was not provided. It was not reported if pd therapy as ongoing at the time of death. It was not reported if the patient was hospitalized for the event or if any autopsy was performed. No additional information available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the reported death could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.